Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was received for analysis with above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output parameters under field settings found normal pacing with all parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, there was no low voltage output after connecting the pacemaker. The pacemaker was not used and replaced. The patient was in stable condition.